Event description:
Customer reported that, after multiple shocks to a patient with the r2 electrode, there were severe burns. Customer would not provide further information. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.